Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Hardware low level failures (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. The device did not pass troubleshooting. The customer¿s blood glucose during the incident exceeded 300 mg/dl and the customer treated with the pump. Troubleshooting was declined for the high blood glucose levels. The device will be returned for analysis.